Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 812:02 was confirmed during review of the event history log. The root cause was a defective pump head module (phm). The phm was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The purchasing assistant reported a colleague infusion pump with an 812:02 failure code. Upon review of the event history log, failure code 812:02 was found to have interrupted delivery. There was no report of patient of patient involvement, injury, or medical intervention related to this event. No additional information is available. The user interface module software version is 6.13.92.